Event description:
It was reported that a patient underwent an abdominoplasty procedure on (B)(6) 2022 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: could you please advise what was found broken: the suture was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. How long (in minutes) did the surgery prolong? 10min. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2022-02790, 2210968-2022-02791, 2210968-2022-02792, 2210968-2022-02793, 2210968-2022-02794, 2210968-2022-02796, 2210968-2022-02798.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 05/26/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: did the needle got separated or broke during use or found broken in the packaging prior the surgery? Please clarify. Ans - it was found broken with in the packing prior to the surgery. Investigation summary: two empty opened foils, a paper lid, and two winding formers with a detached needle ea. Of product code w9915 were returned for analysis. Upon visual analysis of the returned sample revealed that clip off defect was observed in the needle. The barrel hole was examined under 20x magnification and revealed a remnant suture. In addition, the sutures were not received for evaluation. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. Based on the information currently available, the clip off was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Events reported via: 2210968-2022-02790, 2210968-2022-02791, 2210968-2022-02792, 2210968-2022-02793, 2210968-2022-02794, 2210968-2022-02796, 2210968-2022-02800, 2210968-2022-02798.